Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their recharger is not charging their implantable neurostimulator (ins). The patient was to follow up with their healthcare provider. No patient symptoms or further complications were reported. The patient was implanted for chronic low back pain and spinal pain.